Event description:
Patient was using the omnicycle ( a motorized therapy exercise cycle) under therapist supervision. The therapist did not properly secure the patient's catheter tubing per our contraindications, warnings, and precautions. The catheter became entangled in the foot pedal and pulled out. The patient was sent to ER for evaluation. It is important for clinicians to manually rotate the crank and ensure the cranks move freely and that nothing can be snagged or pulled by the lower or upper crank. The omnicycle elite user manual part no. 290a000533 rev 9 includes a "danger due to movable parts" symbol on page 5; on page 20 the manual states "rotate the footrests by hand (without the motor) through one full revolution with the patient's feet in position and the legs strapped-in to ensure that the cranks can move freely, that the crank length is correctly set, and that leg movement is not restricted." On page 16 the manual address clothing "make sure any loose fitting clothing is secured with the calf support velcro(r) strap so it does not catch in the spinning assemblies during lower extremity exercise." On pg 33 under "good operating practices" it states "always check that the power cord, cardiac pickup and display control cables are properly routed and are not in danger of being snagged/pulled by the lower or upper cycle operation." Customer information: (B)(6).